Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the pump had lost power. Reportedly, the battery compartment and battery cap had damaged threads, and the cap was unable to tighten on to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 12/04/2015 device evaluation: the device has been returned and evaluated by product analysis on 11/19/2015 with the following findings: a review of the pump black box data showed reboots. A visual inspection of the pump showed that the battery compartment was cracked. The returned battery cap had stripped threads and was unable to secure on to the pump or a test pump. The battery cap contact dimensions measured within specifications and the yellow o ring was intact. Reboots occurred with the returned battery cap. A test cap was able to attach on to the pump. The pump was then tested for 24 hours with no power loss. The pump case was removed and no evidence of moisture ingress or loose components was found.